Manufacturer narrative:
(B)(4). Concomitant medical devices: femoral component precoat size e left, catalog#: 00596001551, lot#: 62429516. All poly patella standard cemented size 32 mm diameter 8.5 mm thickness, catalog#: 00597206532, lot#: 62440743. Drop down stem extension 45 mm length, catalog#: 00595006745, lot#: 62516239. Stemmed tibial component fixed bearing precoat size 5, catalog#: 00595004701, lot#: 61979031. Report foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately eight years post-implantation due to fracture of the tibial insert post.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the left knee demonstrate a left total knee arthroplasty without hardware failure. There is a possibility of loosening around the patella but nothing was confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.